Event description:
Pt reported obtaining back-to-back blood glucose results of 30 mg/dl and 286 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, he was not exhibiting symptoms of hyperglycemia or hypoglycemia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.